Event description:
It was reported that the patient's right atrial lead had dislodged. A chest x-ray confirmed the dislodgement. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Helix and electrical analysis were normal with no anomalies found.